Event description:
The facility's biomed reported the pump overinfused during clinical use. The pump was programmed to infuse a 100ml bag of integrilin at a rate of 12ml/hr but the entire 100ml reportedly infused in just 1 hour. No medical intervention was needed and no pt injury resulted. Despite baxter's efforts to obtain information regarding specific pt information, pump set-up information and the tubing product code and lot number in use, no additional information has been obtained.